Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with an unexpected restart not even an hour after he changed his battery. The patient's blood glucose at the time of incident was 137.28 mg/dl. The customer stated that the alarm occurred once before six months ago after a battery change, and that after the restart the pump prompted him to reset the time and date. The most recent restart led the pump to prompt the customer to rewind. The customer confirmed that the pump was not stored or out-of-use for an extended period of time. He was advised to discontinue use of the pump and revert to a medically prescribed back-up plan, and that he should replace the pump. However, the customer wanted to wait and discuss pump replacement with medicare first. He stated that he may call back in a week to arrange the replacement pump. No products were shipped or returned.